Event description:
It was reported that agitated resident with multi-infarct dementia with a history of falls from wheelchair and or bed. It is unclear from how resident was found whether siderail contributed to the incident. The bruising on the right side of his neck indicated a potential injury from the siderail. Resident lower extremities were touching the floor in a kneeling position, upper torso was found in a face down position with his head and left shoulder on the bed. Resident was unresponsive when found. Full autopsy was performed. Results are pending at this time.